Event description:
The site reported that they had a case that while on the patient info screen, there was an error message flickering, they could not read the message, it was too inconsistent. In addition, the status lights were flickering in a sequence from left to right one at a time. They restarted the system and this time all of the components except for the lss were black on the system status portion of the screen indicating that they are not being detected. They were unable to find the spare lb cable to troubleshoot. The superdimension portion of the case was cancelled with the patient under general anesthesia. However, the case was completed using other methods. There was no harm or injury to the patient reported.

Manufacturer narrative:
It was reported that one of the technicians had hooked up the location board (lb) cable incorrectly to the location board tail cable by jamming the connectors together without matching up the key. Therefore, a replacement lb cable and lb cable tail were sent to the site for replacements. After the site replaced the lb cable and lb cable tail, the system functioned appropriately. The site has performed several cases successfully since the replacement of the cables. The broken lb cable and lb cable tail were not returned to superdimension for analysis. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.